Manufacturer narrative:
Contact name updated. Testing received two used tubing sets on april 23, 2019. The sets were visually inspected and the inlet filter vents were observed to be wetted and/or saturated from leaks. Additionally, a channel leak was observed from the filter outlet of sample 1 at the bond between the tubing and the semi-rigid adapter due to insufficient solvent. The leaks appeared to originate from a single point within the circumference of the filter vent hole. The probable cause of the observed filter vent leaks is a hole in the filter vent material, which is currently being further evaluated at the manufacturing location in costa rica. A manufacturing batch review was performed and no discrepancies were identified. The quality inspection of the final visual and physical evaluations indicated that the product met specification requirements.

Manufacturer narrative:
(B)(6). On (B)(6) 2019, the device was received in the (B)(6) service center for testing and investigation. Furthermore, the results of the investigation are pending.

Event description:
The customer contact reported the plum tubing set was leaking the drug therapy, taxol, on the connecting side of the filter. The event date and patient involvement remain unknown. No further information has been provided.